Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient wanted an implant exchange for smaller breasts. The rupture was discovered intraoperatively. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant. During a revision procedure on (B)(6) 2020 in order to receive smaller breasts, the physician discovered that the left-sided device was ruptured. The bilateral explantation continued as planned and the patient replaced with non-mentor devices.

Manufacturer narrative:
On april 2, 2020, the product investigation was completed. Device investigation summary: during visual inspection, the sample was found to be ruptured and incomplete. In addition, a crease was found in the edges of the rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient had undergone a breast augmentation revision--not a primary breast augmentation. Additionally, the mentor failure analysis lab has since received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).